Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the cds moving in an unintended direction when applying m knob. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient however it was noted that when applying the m knob, the cds would steer in the incorrect direction. The cds was removed and replaced with a new one. The clip was implanted, reducing mr to 2. Outside the anatomy the first cds was tested with the steerable guide catheter (sgc), the devices were aligned correctly however the cds was miskeyed by 90 degrees with the m knob. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement (sleeve steering issue) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.